Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform the displacement test due to completely broken reservoir tube lip. Unit had minor scratched lcd window, cracked lcd window, broken battery tube threads, broken belt clip slot, missing reservoir tube o-ring, cracked case at reservoir tube window corners, stained address/serial number label and stained end cap sticker.

Event description:
The customer¿s mother reported via phone call that their insulin pump was damaged. The customer blood glucose was 323 mg/dl. It was also states the reservoir was not staying in the pump and was not delivering insulin correctly, because it kept moving. Advised to discontinue use of the pump and revert to a back-up plan. Advised the insulin pump will need to be replaced. The insulin pump will be returned for analysis.